Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of beeping was verified. Service found the battery depleted. Service will replace the printed wire assembly board. Use testing was performed. The problem source is the defective component with the printer wire assembly board.

Event description:
One cadd ms3 pump reported one pump is beeping according to the customer complaint.